Event description:
Boston scientific received information that this patient received both inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks for supraventricular tachycardia (svt) that was initially detected in the vt-1 zone and then accelerated into the vt zone. A boston scientific field representative interrogated the device in the hospital. It was reported that fifth delivered shock may have put the patient into a true ventricular tachycardia (vt) which lasted four and a half minutes before the patient self-terminated. The shocks delivered for the initial svt had exhausted therapy for this episode so that when the patient experienced the vt in the same episode, no subsequent shocks were delivered as a result. The physician reprogrammed the device by turning on svt discriminators and extending the sustained rate duration timer. The patient did have symptoms during this episode, but there was no syncope or serious injury reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.